Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012590000 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. The inspection identified a kink at the side port tube. The steering mechanism and deflection test were performed. No anomaly was identified. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the severe leak (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the severe leak (should be between -0.3 and 0.3 psig). During inspection and pressure testing of the handle segment, a leak path was identified on side port tubing to hub bond. In conclusion, the air ingress and hemostatic valve issues were not confirmed through testing but the sheath failed the returned product inspection due to a side port tubing hub leak and side port tubing kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after inserting the sheath into the femoral artery to draw back, air was entering. There was a suspected issue with the hemostasis valve. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.